Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from cts in resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue reappears.